Manufacturer narrative:
H11: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the tip of one (1) bhr curved cup introducer broke. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since a visual inspection of the returned device finds the strike plate weld fractured, the component is used external to the patient where it is not possible for pieces to fall into the surgical site/incision. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the alleged instrument was returned for evaluation. Based on the device evaluation, the device returned heavily worn from use, with the strike plate weld fractured and the strike plate returned off the device. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for cup introducer. This failure will continue to be monitored via routine trending. The subject instrument has been in distribution for more than 10+ years, likely experiencing multiple uses and worn or damaged from repeated normal use, misuse, and cleaning practices. Surgical instruments are subject to normal wear and tear throughout their life and over time may no longer perform as intended. Therefore, a device history records review for this incident is considered unnecessary as no other evidence to suggest a manufacturing deficiency in this case, thus this is unlikely to be identified as a cause or contributing factor. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The root cause can likely be ascribed to component failure. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. Furthermore, the damage found in the visual inspection indicates that the device will not function as intended. Therefore, all reusable instruments must be routinely inspected for signs of wear and damage after reprocessing. Any instruments found to be damaged should be replaced as necessary to ensure their proper functioning and to maintain patient safety. This guidance is provided by the bhr surgical technique. Based on this investigation, the need for corrective and preventative actions is not indicated. The instrument will be discarded.

Event description:
It was reported that, during a thr surgery the tip of one (1) bhr curved cup introducer broke. The procedure was performed, without any delay, using a sn back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).